Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The patient did great post operatively. The explanted device will not be returned as it was retained per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 1084498.